Manufacturer narrative:
(B) (4). The system ip pcb assy was removed and replaced with the customer owned part. The system operates as intended. (B) (4) 06/18/2009.

Event description:
It was reported that the system image is distorted and displays poor image quality.